Manufacturer narrative:
(B)(4). The set was received and functional testing confirmed the crack and leak in the accuslide base; root cause was identified as environmental stress cracking.

Event description:
Customer reported accuslide on set cracked lengthwise and leaked: the nurse inserted the set into the pump, started the infusion, returned about an hour later and found a large puddle on the floor. There was no harm to the patient. No additional information was available.